Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system intermittently gave erroneously elevated sodium (na), chloride (cl), calcium (calc), potassium (k) and carbon dioxide (co2) results for eight patient samples. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury associated with this event. The erroneous results were repeated on the lab's other dxc system and amended reports were issued for the na, cl and calc results. The ka and co2 results were not considered significantly different from the repeated results. Prior to and during the event, the ion selective electrode (ise) system was calibrated successfully and quality control (qc) results were within the lab's established ranges. This is report 5 of 8 medwatch reports filed for this event for patient 5 of 8 patients.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found the ratio pump to be leaking. This is consistent with high results being produced intermittently when air is drawn into the ratio pump when started from standby causing the first sample to be under diluted. The fse replaced the ratio pump and verified the performance of the ise system. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 8 of 8 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04549, 04550, 04551, 04552, 04554, 04555, 04556.